Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The tip thermocouple (tct) read as an open circuit during electrical testing due to fractured tct wires at the distal end of the catheter shaft, consistent with the reported communication issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured tct wires and subsequent delay remains unknown.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-dd) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a premature ventricular contraction procedure, a communication issue occurred causing a procedure delay. The target ablation position had been mapped and when preparing for ablation, the catheter could not discharge electricity, and the system displayed a message stating: "catheter not connected". The cable and system were exchanged which did not resolve the issue. Another catheter was used to complete the procedure with no consequences to the patient.